Event description:
Power requirements increased. To or for pump exchange. The metal locking washer of the bend relief connected to the outflow graft was dislodged. At that segment, there was kinking of the outflow graft. Thrombus noted at pump inflow and outflow graft.